Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was high and ketones were present. The pump supplies were changed. A bolus via the pump was delivered to address the bg level. The customer thought that the pump/supplies were possibly a cause of the event. The customer was hospitalized for diabetic ketoacidosis (dka) and was treated with an insulin drip. A pump system check was performed and no device issues were identified. The customer's discharge date was not provided. Although requested, no additional information or discharge date was provided.